Event description:
A nurse reported that they have recently switched to using the interlink administration set from the clear link system for administration of gammagard liquid. The nurses reported that when they use the interlink system, bubbles appear in the tubing and trigger an alarm in the pump. The only way to turn off the alarm is to disconnect the tubing from the patient and remove the bubbles. This issue did not occur when the nurses used the clear link system. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.